Manufacturer narrative:
Subsequent to the submission of the initial medical device report, additional information was received that the correct list number for the product is 0g717, not the previously reported og719.

Event description:
The customer contact reported a small piece of plastic appeared along with the backflow of blood, when the IV catheter was being connected to the patient. Moreover, the customer stated there was no delay in critical therapy or adverse event. The investigation report was completed by amsino and the root cause was determined to be most likely related to the extrusion process. In addition, the report reflected there was an incorrect torque setting causing the blade arm to rotate at an incorrect speed; therefore, the blade penetrated the surface of the tubing, before recoiling. Lastly, the investigation confirmed the blade returned to the incorrect home position between cuts, thus the blade arm was too close to the surface of the tube and not allowing for the blade to stop short of the tube, given the excessive force of the blade arm. A lot history review was completed for the involved batch and no abnormalities were found. The complaint history was also reviewed and found that there were no previous complaints for the issue associated with this lot number. Subsequent to the submission of the initial medical device report, it was noted that the following information was inadvertently omitted: the customer contact reported that the patient was being prepared for surgery and the medication to be infused was physiologic serum.

Event description:
The customer contact reported a small piece of plastic appeared along with the backflow of blood, when the IV catheter was being connected to the patient. Moreover, the customer stated there was no delay in critical therapy or adverse event. The investigation report was completed by amsino and the root cause was determined to be most likely related to the extrusion process. In addition, the report reflected there was an incorrect torque setting causing the blade arm to rotate at an incorrect speed; therefore, the blade penetrated the surface of the tubing, before recoiling. Lastly, the investigation confirmed the blade returned to the incorrect home position between cuts, thus the blade arm was too close to the surface of the tube and not allowing for the blade to stop short of the tube, given the excessive force of the blade arm. A lot history review was completed for the involved batch and no abnormalities were found. The complaint history was also reviewed and found that there were no previous complaints for the issue associated with this lot number.